Manufacturer narrative:
Pump noise in itself is not necessarily a reportable malfunction. However, the cause of the noise in this case was related to a malfunction that could have resulted in the failure of the pump to continue to rotate. The roller pump eval revealed that a spring within the pump housing had dislodged, allowing one end of the spring to contact a portion of the motor shaft. The contact resulted in the noise observed by the user.

Event description:
During preparation for cardiopulmonary bypass, the roller pump exhibited excessive noise when operated. The pump was replaced with an alternate device. There was no adverse consequence to the pt as a result of this event.